Event description:
It was reported that the customer had blood glucose levels of 33mg/dl. Customer treated with juice. Troubleshooting was declined. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.